Event description:
It was reported that review of stored device memory noted a high impedance message had been recorded due to the presence of high shock impedance measurements.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that this electrode was observed to be fractured on x-ray. Additionally, the lead position was noted to have moved. Review of stored device memory noted a high impedance message had been recorded due to the presence of high shock impedance measurements. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this electrode was observed to be fractured on x-ray. Additionally, the lead position was noted to have moved. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported.